Event description:
It was reported to empi, that a pt received 3rd degree burns while being treated with a device that is not an empi device, and using empi stimcare electrodes. The pt is being treated for the burns with topical silvadene, and is improving. The clinic has discontinued the treatments.

Manufacturer narrative:
Empi was not aware of this complaint until the medwatch from the facility was received on 17sep09. The user facility was then contacted for further info, and it was noted that the electrodes were used past their expiration date. The clinic was asked to send empi the suspect product. As of this report, we have not received the electrodes. A follow up report will be submitted if more info becomes available.